Event description:
It was reported that the biomed stated they were getting alert 80 ex 6 actual 28.8. Per additional information, updated from biomed had tried to calibrate the arctic sun device with two different ctus and both keeping timing out at 1 minute. Per review of wo notes - troubleshot and found the mixing pump failed, said they will order it and replace it in biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool in decontamination. Serviced the mixing pump. Unit was primed to fill in decontamination. A 2000 hour pm was completed on the device. Serviced the circulation pump. As part of the pm, replaced heater, manifold o-rings, drain valves, tank tubing, and coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. A review of the risk document, ra2800010 rev27, was reviewed for this investigation. The risk documentation was addressed in step d087. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were getting alert 80 ex 6 actual 28.8. Per additional information, updated from biomed had tried to calibrate the arctic sun device with two different ctus and both keeping timing out at 1 minute. Per review of wo notes troubleshot and found the mixing pump failed, said they will order it and replace it in biomed. Per sample evaluation results on 27feb2026, device was primed to fill in decontamination.